Manufacturer narrative:
Button error alarmed and no button response due to damaged keypad traces by escape button. The pump was received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was doing construction and must have bumped the buttons on the pump. The customer stated that the escape button does not work properly and the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.